Event description:
Spontaneous communication from clair k, registered pharmacists from the hospital. Patient was admitted today after midnight because her pump was showing a high pressure alarm. No further info/details, or dates available. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to cvs/caremark by: health professional.